Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device gst60d lot number u40998 and no non-conformances were identified. Manufacturing date: 04/23/2020. Expiration date: 03/31/2023.

Event description:
It was reported that during the endoscopic wedge resection of the lung surgery & lobectomy surgery , after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.